Event description:
Add'l info rec'd from MFR 10/09/02: the fire dept had a pt in full arrest. They placed defibrillation electrodes on the anterior and posterior chest of the pt. Initially, the monitor showed a lead fault message. They checked the battery and it was still charged. They connected the electrodes to a new monitor and got the same message. They disconnected the electrodes from the monitor and placed EKG monitoring patches. The pt was in asystole and defibrillation was not indicated. They continued to monitor via the EKG patches but left the electrodes in place. Epinephrine was administered and the pt was placed in the ambulance. They began transport of the pt to the hospital. They noted a rhythm change to ventricular fibrillation (vfib) on the monitor. They disconnected the EKG patches from the montior and reconnected the defibrillator electrode to the monitor. This time there was not a fault message. They confirmed the rhythm of vfib and shocked the pt at 200j. The paramedic heard a popping sound, upon defibrillation. The pt was still in vfib and was shocked at 300j. The paramedic heard a loud popping noise and witnessed an arc between two places on one electorde. The device mentioned in report mw1025683 was not returned for eval. Ballard medical products completed a medwatch report on this incident, on october 09, 2002. Please refer to medwatch report #3031042-2002-00077. Ballard medical products received add'l info which indicated that its device arced twice. Because the device arced and they were close to the hospital, the medical workers decided to not continue defibrillation. A report of pads arcing may not always indicate a mechanical or electrical problem with defibrillation electrode. The following conditions may lead to arcing: excessive hair that inhibits good skin contact. Poor adherence of the electrodes and/or under the electrodes. Chest compressions (CPR) that are performed through the electrodes. Doing so may cause damage to the electrodes. Discharging standard paddles on or through the electrodes. Any fold in or other damage to the conductive element of the pad. The cause of arcing, in this incident, can't be determined without examination and functional testing of the device involved in the incident. The rep wrote that they could not confirm that device was the cause of the pt's death. No other info is available, at this time. Ballard medical products was made aware of the event on 09/12/2002. On this date, co received a purged photocopy of a voluntary medwatch report from the user facility, via the FDA. Ballard medical products contacted reporter regarding return of the device involved in the incident. They returned the device to their distributor. The distributor was instructed to return the device to ballard medical. As of 10-09-2002, MFR has not received the device. Co contacted the distributor but co has not received a response.

Event description:
While treating pt in full arrest pads were applied. While en route to hosp pt was defibrillated using pads. It wasn't clear to paramedics exactly where the problem was but they saw arcing. On the second defibrillation it was clear that there were 2 burn marks thru the outer aspect of the pad with arcing occurring. No further attempts were made to defibrillate with the pads. Pads were saved and returned to rptr in a biohazard bag for return to MFR via the distributor - medical research labs (mrl).

Event description:
Add'l info rec'd from MFR 01/02/03: the fire dept had a pt in full arrest. They placed defibrillation electrodes on the anterior and posterior chest, of the pt. Initially, the monitor showed a lead fault message. They checked the battery and it was still charged. They connected the electrodes to a new monitor and got the same message. They disconnected the electrodes from the monitor and placed EKG monitoring patches. The pt was in asystole and defibrillation was not indicated. They continued to monitor via the EKG patches but left the electrodes in place. Epinephrine was administered and the pt was placed in the ambulance. They began transport of the pt to the hospital. They noted a rhythm change to ventricular fibrillation (vfib), on the monitor, they disconnected the EKG patches from the monitor and reconnected the defibrillation electrodes to the monitor. This time there was not a fault message. They confirmed the rhythm of vfib and shocked the pt at 200j. The paramedic heard a popping sound, upon defibrillation. The pt was still in vfib and was shocked at 300j. The paramedic heard a loud popping noise and witnessed an arc between two places on one electrode. The device mentioned in report mw1025683 was not returned for evaluation. Ballard medical products completed a medwatch report on this incident, on october 09, 2002. Please refer to medwatch report #3031042-2002-00077. Ballard medical products received add'l info from rptr, which indicated that device arced twice. Because the device arced and they were close to the hospital, the medical workers decided to not continue defibrillation. A report of pads arcing may not always indicate a mechanical or electrical problem with defibrillation electrodes. The following conditions may lead to arcing: excessive hair that inhibits good skin contact. Poor adherence of the electrodes and/or air under the electrodes. Chest compressions (CPR) that are performed through the electrodes. Doing so may cause damage to the electrodes. Discharging standard paddles on or through the electrodes. Any fold in or other damage to the conductive element of the pad. The cause of arcing, in this incident, can't be determined without examination and functional testing of the device involved in the incident. The rptr rep wrote that they could not confirm that device was the cause of the pt's death. No other info is available, at this time. Ballard medical products was made aware of the event on 09/12/2002. On this date, MFR received a purged photoscopy of voluntary medwatch repot from the user facility, via the FDA. Ballard medical products contacted rptr, regarding return of the device involved in the incident. They returned the device to distributor. The distributor was instructed to return the device to ballard medical. As of 10-09-02, MFR has not received the device. MFR contacted the distributor but they have not received a response.